Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint. The device was removed, but not returned.

Event description:
It was reported to nevro that the patient was admitted to the hospital with an infection. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient was given antibiotics and the device was removed. There have been no reports of further complications regarding this event.